Event description:
(B)(4). Flu-like symptoms prior to period, extremely painful periods, heavy flow periods, night sweats, headaches, dizziness, sexual dysfunction, weight gain, anxiety attacks, depression, bloating, and loss of libido.